Event description:
Customer's spouse called to report the passing of her husband. Caller stated that the cause of death was due to diabetes complications, cancer, and poison from spider bits. Caller stated that the customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.